Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that the implantable pulse generator (ipg) was initially placed too high, "did not have enough tissue" and that the site was inflamed. The patient further stated that a procedure was required to move the ipg to a submuscular position and that the device then had to be replaced right away because it was implanted sideways. No patient complications have been reported as a result of this event.